Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system was deformed and made the needle retraction difficult. This was discovered during use. The following information was provided by the initial reporter: material no: 383536 batch no: 0086580. It was reported that the white push tab appears melted, making advancement and needle retraction more difficult.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary bd received a 20 gauge nexiva unit from lot 0086580 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a hole in the lower front side and the back of the tip shield appeared to be damaged along with the push tab. Next, the needle was reset and the damaged observed to the white grip was similar to the damage seen on the tip shield. Finally, the engineer attempted to recreate the reported issue. A simulation test was performed by placing fingers to hold the catheter adapter across the wings and the grip on both sides. The grip was pulled away from the tip shield with some resistance. Then the rest of the disengagement was smooth. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect. There may have been debris on the transfer-bar, damage to the transfer-bar, or the part may have been misaligned in a gripper before being loaded on a transfer-bar during the assembly process. This could make the part sit uneven in subsequent stations and result in grippers or locating pins from other stations smashing the part and creating the hole. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was deformed and made the needle retraction difficult. This was discovered during use. The following information was provided by the initial reporter: material no: 383536 batch no: 0086580 it was reported that the white push tab appears melted, making advancement and needle retraction more difficult.